Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 experienced during functionality testing which was observed on power up but could not be reproduced. System error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no patient involvement.